Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized for the event on the same day. The cause of peritonitis was not reported. On an unreported date, the patient started treatment with injection (inj.) Vancomycin (1 gm, loading dose, route not reported), inj. Amikacin (IV-intravenous, dose, and frequency not reported), inj. Forcan (dose, frequency, and route not reported), and inj. Azepam (dose, frequency, and route not reported) for peritonitis. At the time of this report, the patient was still hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.